Event description:
It was reported that the user experienced persistently high sensor glucose readings after being disconnected from the ilet for over two hours while charging and awaiting a supply change, followed by continued elevated readings despite initial troubleshooting and a subsequent infusion site change with no observed leakage and a straight needle; the event aligns with a user procedure issue rather than a device component issue. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included a delay to treatment or therapy. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, consistent with not reverting to alternative therapy after ilet is shut off or stops working, with no applicable specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.